Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("this coiled object is embedded with soft tissue."), device breakage ("device breakage"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 39-year-old female patient who had essure (batch no. C91769) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube" in (B)(6) 2015. The patient's medical history included neuropathy peripheral, pregnancy (B)(6) 2001, (B)(6) 2003, (B)(6) 2006, (B)(6) 2011), multigravida (gravida 9), uterine fibroid, vaginal delivery (normal spontaneous deliveries), termination of pregnancy (4 termination of pregnancy.), blood pressure high, diabetes, stress incontinence and ovarian cyst. Previously administered products included for birth control: mirena; for an unreported indication: mirena. Concurrent conditions included obesity. Concomitant products included omeprazole for pelvic pain. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), allergy to metals ("I developed an allergy to nickel"), headache ("headaches"), migraine ("migraines"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain / rlq and llq pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with ibuprofen, medroxyprogesterone acetate (depo provera), nsaids, ondansetron (zofran) and surgery (bilateral salpingectomy and robot assisted laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device breakage, pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, allergy to metals, headache, migraine, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, device breakage, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right ostia chosen first to have essure deployed, this was achieved with some difficulty due to the difficult angle. However essure deployment was successful. Next left ostia visualized and essure deployed in a similar fashion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (left tube occluded). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain lower, dyspareunia. Most recent follow-up information incorporated above includes: on 6-dec-2018: mr received. Events per mr: this coiled object is embedded with soft tissue added, patient's medical history was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 39-year-old female patient who had essure (batch no. C91769) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube" in (B)(6) 2015. The patient's medical history included nephropathy. Previously administered products included for birth control: mirena. Concurrent conditions included morbid obesity. Concomitant products included omeprazole for pelvic pain. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), allergy to metals ("I developed an allergy to nickel"), headache ("headaches"), migraine ("migraines"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain / rlq and llq pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with ibuprofen, medroxyprogesterone acetate (depo provera), nsaids, ondansetron (zofran) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, allergy to metals, headache, migraine, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (left tube occluded). Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs received- new event I developed an allergy to nickel, abnormal bleeding (vaginal, menorrhagia, migraines , headaches, nausea, device breakage, dysmenorrhea (cramping) , dyspareunia (painful sexual intercourse), fatigue, weight gain, lower abdominal pain and failure to occlude (close) fallopian tube were added. Lot number, new reporter, patient information, medical history, concomitant, historical and concomitant drug and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("this coiled object is embedded with soft tissue."), device breakage ("device breakage"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 39-year-old female patient who had essure (batch no: c91769) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube" in january 2015. The patient's medical history included neuropathy peripheral, pregnancy (on (B)(6) 2001, on (B)(6) 2003, on (B)(6) 2006, on (B)(6) 2011), multigravida (gravida 9), uterine fibroid, vaginal delivery (normal spontaneous deliveries), termination of pregnancy (4 termination of pregnancy.), blood pressure high, diabetes, stress incontinence and ovarian cyst. Previously administered products included for birth control: mirena; for an unreported indication: mirena. Concurrent conditions included obesity. Concomitant products included omeprazole for pelvic pain. On (B)(6) 2014, the patient had essure inserted. In january 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), allergy to metals ("I developed an allergy to nickel"), headache ("headaches"), migraine ("migraines"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain / rlq and llq pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with ibuprofen, medroxyprogesterone acetate (depo provera), nsaids, ondansetron (zofran) and surgery (bilateral salpingectomy and robot assisted laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device breakage, pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, allergy to metals, headache, migraine, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, device breakage, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right ostia chosen first to have essure deployed, this was achieved with some difficulty due to the difficult angle. However essure deployment was successful. Next left ostia visualized and essure deployed in a similar fashion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram: on (B)(6) 2015: unilateral occlusion (left tube occluded). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain lower, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), embedded device ("this coiled object is embedded with soft tissue."), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 39-year-old female patient who had essure (batch no. C91769) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube" in (B)(6) 2015. The patient's medical history included neuropathy peripheral, pregnancy ((B)(6) 2001, (B)(6) 2003, (B)(6) 2006, (B)(6) 2011), multigravida (gravida 9), uterine fibroid, vaginal delivery (normal spontaneous deliveries), termination of pregnancy (4 termination of pregnancy.), blood pressure high, diabetes, stress incontinence and ovarian cyst. Previously administered products included for birth control: mirena; for an unreported indication: mirena. Concurrent conditions included obesity. Concomitant products included omeprazole for pelvic pain. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), allergy to metals ("I developed an allergy to nickel"), headache ("headaches"), migraine ("migraines"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain / rlq and llq pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and loss of libido ("no interest in sex"). The patient was treated with ibuprofen, medroxyprogesterone acetate (depo provera), nsaids, ondansetron (zofran) and surgery ( robot assisted laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, embedded device, pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, allergy to metals, headache, migraine, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, abdominal pain lower and loss of libido outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, device breakage, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right ostia chosen first to have essure deployed, this was achieved with some difficulty due to the difficult angle. However essure deployment was successful. Next left ostia visualized and essure deployed in a similar fashion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (left tube occluded).. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain lower, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2019: pfs received: event no interest in sex added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.